Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge remained at 5% despite being charged. After the pump was disconnected from the power source the battery gauge jumped up to 100%. The customer's blood glucose level was 149 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.